Manufacturer narrative:
The customer¿s complaint of the system displaying a ¿system error¿ and ¿missing battery¿ errors was confirmed through a review of the system¿s logs. Error condition replication was only achieved with the ¿missing battery¿ error during the investigation. Log analysis results confirmed reported errors recorded between 5:27 am and 5:58 am on (B)(6) 2018 while the system was connected to ac power. The battery logs indicated ¿battery out¿ and seconds¿ later logs noted the ¿battery in¿ with each ¿missing battery¿ error, indicative of the system intermittently losing contact with the battery. Battery maintenance records were requested; however they were not made available for review. Review of the returned pcu battery log was found to not have any recording of lb3 (battery discharged) events on the reported incident date (B)(6) 2018. The fact that no lb3 events were found indicates that this issue was not due to the missed low battery alarm issue. Test results, confirmed the pcu battery operating as intended, passing a battery runtime test. However, through the use of magnification and inspection of the pcu battery terminals, deformation marks on the contact areas were identified. Based on the logs and test results, it is suspected that the error condition observed by the user was attributed to the anomalies identified on the battery terminals. It¿s possible that during use the pcu battery connector contacts were aligned on the deformation mark(s) of the battery terminals, not achieving the adequate contact. During testing, contact areas were inadvertently repositioned, achieving adequate contact with the battery terminals, eliminating the error condition. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that prior to connecting the device to a patient the device displayed ¿system error¿ and ¿missing battery error¿. The facility's biomed verified the ¿system error¿ in the alaris pc history log, but did not see any error regarding battery. Biomed verified the good connection battery-alaris pc-power cord, and run a fast battery conditioning test (fbct) for 12 hrs. From the beginning, the fbct showed only 7.5hrs of testing. At the next day, biomed verified the test was done but only: passed ¿charge¿/ passed ¿discharge¿/ no passed ¿charge¿. Biomed tried to run an optimal battery conditioning test (obct) for 20hrs, but even though the battery showed 4.5 hrs. Of charging, it was depleted at the beginning of the obct. Biomed stopped any further test. There was no patient involvement.

Manufacturer narrative:
The customer¿s complaint of the system displaying a ¿system error¿ and ¿missing battery¿ errors was confirmed through a review of the systems¿ logs. Error condition replication was only achieved with the ¿missing battery¿ error during the investigation. However, through the use of magnification and inspection of the pcu battery terminals, deformation marks on the contact areas were identified. Based on the logs and test results, it is suspected that the error condition observed by the user was attributed to the anomalies identified on the battery terminals. This device is used for therapeutic purposes.